Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a damaged scorpio tibial insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the event. The distal surface was chipped and scratched. Inspection of the device found no manufacturing defects. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events. Conclusions: the investigation concluded that the event occurred as a result of impaction of the insert while it was misaligned with the tibial tray. No manufacturing defects were identified.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returend from the hospital. The insert was broken during using in the surgery.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returned from the hospital. The insert was broken during using in the surgery.